Event description:
It was reported that, after activating this artificial urinary sphincter (aus), the device has not been working properly, as the patient has experienced urinary incontinence during the day and at night. The patient reported that urine is released without pressing the control pump, although this can be voluntarily contained. When the patient allows this voluntary release and then presses the pump, the urinary flow increases slightly. Additionally, the patient described urethral pain during urination, which occurs both with voluntary release and after pressing the pump. No additional information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review was unable to be performed as the lot number was not provided. The patient symptoms arre a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. Correction to field h6: patient codes.

Event description:
It was reported that, after activating this artificial urinary sphincter (aus), the device has not been working properly, as the patient has experienced urinary incontinence during the day and at night. The patient reported that urine is released without pressing the control pump, although this can be voluntarily contained. When the patient allows this voluntary release and then presses the pump, the urinary flow increases slightly. Additionally, the patient described urethral pain during urination, which occurs both with voluntary release and after pressing the pump. No additional information was provided.